Manufacturer narrative:
Concomitant medical products: baxa corporation 500 ml exactamix bag (order # (B)(4)); therapy date (B)(6) 2015. The customer¿s report of a leak was not confirmed. Visual inspection revealed no anomalies. Functional testing found no leaks during the gravity run or during the infusion. Leak testing further confirmed the results of functional testing as there were no leaks at any pressure up to 30 psi. The root cause of the leak was not confirmed as the set functioned as designed.

Event description:
The customer reported IV tubing leaked tpn solution at the connection closest to the nicu patients port access. No patient harm reported by customer.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that while infusing tpn the nurse noticed leaking coming from the IV extension set. No patient harm reported by customer.